Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was having an unrelated spinal surgery and the surgeon used electrocautery too close to the catheter and the catheter "bubbled up." The catheter was revised in a separate surgery and the issue was resolved. The catheter was not available for analysis. The patient's weight was unknown. No further complications were reported.